Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula (avf). A 12.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the process of raising the pressure to the rated level, the balloon burst, and dilatation did not occur. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 65mm in length and extended from a position 12mm proximal of the proximal markerband to 13mm distal of the distal markerband. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula (avf). A 12.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the process of raising the pressure to the rated level, the balloon burst, and dilatation did not occur. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.